Manufacturer narrative:
H6 - final device analysis results reveal no anomaly found - normal device function.

Event description:
The device was explanted and returned to the manufacturer for analysis. No reason was given for the explant.